Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy placement procedure. Procedure date is unknown. According to the complainant, during the procedure, when the physician tried to pull the peg tube, it would not come through the abdomen. It was noticed that the tip of the device was like a soft rubber collapsing like an accordion and the end of the device was all bunched up. The procedure was completed with a new endovive initial placement kit. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.